Event description:
Alleged in 2009, at approx 1500 hours, the caregivers were transporting a patient from room to room. The bed was removed into the hallway foot-first out of room. The bed was difficult to steer to the next room. The caregivers deployed the brake/steer pedal into the steer position thinking it was stuck. The bed was still difficult to steer, so they disengaged the steer function and believed it to be in the neutral position. The bed was still difficult to steer but they continued to attempt to move it. They continued to push the bed side to side, hoping to free it up, until according to both witnesses, the right foot caster fell off. Instinctively the caregiver lurched to try to stop the bed from tipping. Shortly thereafter, help arrived to place the caster back in place. The patient was not injured. About an hour later, the caregiver reported feeling pain in her neck, and was taken to the emergency room where she was given prescriptions for pain.

Manufacturer narrative:
The hill-rom service manager stated when he arrived on site, the steer function was engaged. He stated after releasing the steer function, the bed rolled freely and easily. When engaged, both the brake and steer function operated properly. The bed was taken back to the service center where upon inspection; he discovered the bolt that secures the caster to the frame was missing. The bed was a rental.